Manufacturer narrative:
Device evaluated by MFR: received one vtcb/8.3 flexima firm w/ro catheter device including all its components in the original unopened pouch with product label together with other related complaint devices. All the 8 devices were returned, stuffed inside one umd box. The original product pouch was not opened indicating the device was not used. The directions for use (dfu) was attached to the outside of the pouch. From a visual evaluation, it was found that the catheter was stuck to the packaging card inside the original unopened pouch. Opening the pouch, it was found that the coated section of the catheter (distal end/pigtail) was stuck to the packaging card (insert) which is packaged inside the pouch with the catheter. Separating the catheter from the packaging card, the white material from the packaging card adhered to coated sections of the catheter. The metal cannula was found to be bent likely from handling. The manufacturing batch record review confirms that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4).

Event description:
(B)(6). It was reported that while unpacking the flexima device, the catheter was noted to be "stuck" to the inside paper cardboard of the packaging. An additional catheter was opened and had the same issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. The customer did not want to use their remaining inventory related to the lot and returned 5 additional unopened devices. Upon examination of the unopened devices, they were noted to be "stuck" to the inside paper cardboard of the packaging.